Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The five other perclose proglide devices referenced, are being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement with two proglide devices was successful in a common femoral artery using the preclose technique. Suture placement with six proglide devices was attempted prior to an endovascular aneurysm repair (evar) procedure using the preclose technique. The proglide malfunctions were one cuff miss, one with no blood flow noticed, and one where the suture came when removing the one of proglide device. The other three reported device malfunctions were not released by the hospital or the physician as stated by the physician, he does not recall what exactly occurred. The access sites were the left and right common femoral arteries; however, the physician does not recall which common femoral artery the six proglide devices malfunction during the pre-placement of sutures. The arteriotomy for both the left and right common femoral arteries was 6f and information on whether the sheath was upsized to a larger sheath was provided by the physician. One of the common femoral arteries was reported to be moderately calcified at the access site, which common femoral artery was not provided. Hemostasis was achieved via a cut down procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.